Event description:
The customer reported that plastic came off the electrode and fell into the pt cavity. All pieces were retrieved. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date, has not been rec'd for eval. If the sample is rec'd, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.